Manufacturer narrative:
The device was received for evaluation contaminated with blood. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, clear passage, and pressure testing were performed with no disconnection or leaks observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large bore stopcock with rotating male luer lock became disconnected. The reporter stated the stopcock disconnected from the catheter and there was blood loss of approximately 25 ml. The device was being used in conjunction with a non baxter machine at 250 ml/min. There was no patient injury or medical intervention associated with this event. No additional information is available.